Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment, and the saline bag was observed to be empty. The operator noted the clamp on the arterial line was not closed as required. Attempts to remove air from the circuit were unsuccessful. Rinseback was not completed resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not completing rinseback in a timely manner when an alarm cannot be resolved. The arterial air alarm is attributed to the operator failing to clamp the arterial line correctly which introduced air into the arterial blood line. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified, and will review the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.